Event description:
A 2.0 x 15 ex angiosculpt was used in a lima to lad graft. There were three inflations covering the length of the graft working distal to proximal. The first inflation was 15 atm for 35 sec. The device was moved to the next lesion and inflated to 15 atm for 30 sec. The device was moved to the third lesion and inflated to 20 atm for 30 sec. Upon removal of the angiosculpt the wire prolapsed. The angiosculpt, wire, and guide cath were removed as one unit. Once removed from the guide cath the scoring elements of the angiosculpt were detached from the balloon and caught in the wire causing the inability to remove the device. The guide cath was reinserted and four cypher stents were placed in the lima (3.5 x 18, 2.5 x 23, 2.5 x 23, and 3.0 x 23 cm). The procedure was successful and there was no harm to the pt.

Manufacturer narrative:
Product disposed by hospital and lot number not provided, thus cannot obtain exp date and device manufacture date. Method: product disposed by hospital, thus unable to evaluate device. Upon follow-up, the customer reported that during removal the scoring element became unwound on the guide wire and got stuck in the guide catheter. The customer could not confirm that a separation of the scoring element had occurred after the device was removed. Retained device components is a potential adverse effect of coronary angioplasty procedures and is listed in the angiosculpt device IFU. However, in this event, the catheter was removed and the procedure was concluded without further incident.